Event description:
The patient presented to the hospital due to oversensing noise on the rv lead. An insulation anomaly was suspected. The hv therapy caused the patient's rate to accelerate into vf. The lead was explanted and will not be returned.

Manufacturer narrative:
Na